Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Lump/ nodule: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Visibility/ palpability: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h.6;

Event description:
Patient reported right side "developed distortion, a lump and pains," and suspicion of implant rupture, and capsular contracture, baker grade unknown. Healthcare professional later confirmed rupture and capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported "developed distortion, a lump and pains to the right side breast and... Suspicion of implant rupture. Later patient reported capsular contracture, baker grade unknown. This relates to right side. Device remains implanted.

Event description:
Healthcare professional later confirmed rupture and capsular contracture baker grade IV. This relates to right side. Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 11/mar/2024. Additional, changed, and/or corrected data: a2

Event description:
Patient reported right side "developed distortion, a lump and pains," and suspicion of implant rupture, and capsular contracture, baker grade unknown. Healthcare professional later confirmed rupture and capsular contracture baker grade IV. Device has been explanted and replaced.